Event description:
Information received a smiths medical intubation/portex endotracheal tubes malfunctioned. According to the team's report, the cuff spring is not remaining connected, causing the 7.5 endotracheal tube to become unusable. No further adverse patient events reported.